Event description:
Patient was revised on (B)(6) 2020 due to dislocation from fall 3 days after primary surgery on (B)(6) 2020. Surgeon explanted the 135/145 36/+3 standard humeral cup and replaced it with a 36/+6 standard humeral cup and a 135/145 reversed adapter for an extra +9mm of spacing.